Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The bridge board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test and displayed an unknown "defib fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.